Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 around 11 am, she had experienced a hypoglycemic event, lost consciousness and was involved in a car accident. Paramedics were called and patient's bg was measured at 32 mg/dl. Concurrent cgm values were not noted. Patient was transported to the hospital where she received treatments for her broken ribs and broken sternum. Patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. At the time of her call to dexcom technical support, patient was feeling better.